Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. Various troubleshooting steps were attempted, including trying a different wall outlet and charging cable, but the issue persisted. The customer reverted to an alternate method of insulin therapy.